Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4: batch # x96284. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a b12srt device with with the tip of the sleeve broken. Based on the (B)(6), the event described sleeve issue is confirmed. Please refer to the physical device analysis for further details. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. Batch # x96284. Additional information was requested and the following was obtained: "the surgeon commented that there is a possibility that har36 which is functioning touched the device." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was received with the tip of the sleeve broken. In addition a piece of plastic from the sleeve was returned inside a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic hernia repair, it was found that the tip of the sleeve was damaged. It seems to be melted by the heat. The surgeon commented that there is a possibility that the device might have touched to the electric knife. The device was used on the abdominal wall. Another device was used to complete the case. There were no adverse consequences to the patient.